Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 500 bd¿ slip-tip syringes ns had missing scale markings. The following information was provided by the initial reporter: "this email in to notify you that we have received the part number: flx-30005, lot: 2180413 with print missing".

Event description:
It was reported that 500 bd¿ slip-tip syringes ns had missing scale markings. The following information was provided by the initial reporter: "this email in to notify you that we have received the part number: flx-30005 lot: 2180413 with print missing."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes, d10: returned to manufacturer on: 21-oct-2022. H6: investigation summary: it was reported that the received product had the print missing. To aid in the investigation, ten loose 10ml syringes and five photos were provided to our quality team for investigation. A visual inspection was performed, and nine samples were observed to be missing nearly all the print except for the 10ml graduation line, 10cc marking and the 2-dot image marker. A small amount of the sterile water print could be seen printed as well. One sample was observed to be missing more than fifty percent of the print from the 6ml graduation line up to where the zero line was supposed to be. A large portion of the sterile water print was also missing. The print conditions observed were non-conforming per product specification. Potential root cause for the missing print defect is associated with the marking process. It is likely a clogged ink manifold led to the observed condition due to improper marker maintenance around ink viscosity or removal of old and coagulated ink as required per procedure. At this point the balance of additional defective units are needed to further confirm the quantity defective received by the customer, and the box numbers that are currently in stock to determine potential scope of the issue. This information can be used to measure the defects against internal print standards to determine acceptability and true non-conforming rate. A device history record review was completed for provided lot number 2180413. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation with the returned sample analysis the defect reported is confirmed.